Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection and the implantable cardioverter defibrillator (ICD) was removed with the right ventricular (rv) lead capped. The patient was treated with antibiotic. The ICD system was not replaced. No further patient complications have been reported as a result of this event.